Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. There were no allegations against the infusion device at the time it was returned in (B)(6) 2013 and no evaluation was performed. It is no longer possible to perform an evaluation because the pump has since been destroyed.

Event description:
On (B)(6) 2018 the customer alleged that a button on an infusion device returned in (B)(6) 2013 was defective. No adverse event was reported. There were no allegations against the device at the time of return and no investigation was performed.